Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing post dbs implant procedure where the incision site was not healing properly. The patient underwent a revision procedure where the implantable pulse generator (ipg) and dbs lead extensions were explanted. The patient was doing well post-operatively. The explanted devices were discarded by the facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6). Batch: 7114102. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7114078.